Event description:
It was reported that, after a navio assisted tka surgery, they were inspecting the navio handpiece and noticed that the internal screws holding the snaplock were coming undone. No case involved; therefore, there was no patient involvement.

Manufacturer narrative:
H3, h6: the navio handpiece (us), pfsr110137, sn001478 used for treatment was not returned for evaluation, however photos were provided in the field report. A relationship between the reported event and the device was confirmed. Photo two shows one of the internal screws holding the snaplock was coming undone. A functional evaluation could not be performed because the device was not returned. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical CAPA, nc, hhe/pra, field action review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The most likely cause of this event is vibration. This failure is an identified failure mode within the risk assessment and the anticipated risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.